Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump was not dosing a complete dose. No report of patient involvement.

Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The event history log was reviewed and noted the reported complaint; medium alarm displayed: pump settings and patient data lost. The device was power on and immediately displayed with a two tone alarm, "pump settings and patient data lost" and the library was noted not to be lost. The circuit board was found corrupted and will be replaced. Based on the evidence, it is unknown as to what caused the complaint.